Manufacturer narrative:
The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. However, the pump was unable to prime unit during prime test due to faulty force sensor resistor. The excessive no delivery test was unable to be performed due to prime anomaly. The motor was tested outside the device and passed. The pump was received with missing end cap sticker, minor scratches on lcd window, and with cracked belt clip slot.

Event description:
The customer reported via phone call of multiple motor error and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was 260 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.